Manufacturer narrative:
The device was in use for treatment. There were no manufacturing rejects or anomalies of this type recorded in the device history record. A review of complaints against this lot number identified two (2) additional reports for different reported events. The investigation of the returned product found the device was manufactured per specification. Upon evaluation of the returned product, it was found that the hemostasis valve was torn. This was likely caused by off center dilator/device insertion during use out in the field. The leaking experienced by the user may have occurred from the torn hemostatic valve. The potential causes of the seal leaking may be seal damaged during device insertion, improper seal molding/slitting, and improper slitting of blades or improper introducer sheath assembly. The potential effects to the user may be bleeding or prolonged intervention. A review of the risk for this failure mode identified the risk to be as low as practicable. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. A leak test is performed on 100% of the introducer sheaths by qa per procedure. The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. The instructions for use (IFU) provides these precautions: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only.

Event description:
The customer reported on (B)(6) 2016 at 1:00 pm, an impella cp was implanted to support a (B)(6) male patient who became unstable during pci (percutaneous coronary intervention). The patient was of "average" size, and there were no problems noted with the patient's vasculature. Bleeding through the 14 fr introducer valve was resolved when the repositioning sheath was advanced while the patient was still in the cardiac catheterization lab. Some bleeding around the sheath was also noted. The oscor introducer was left in place so the physician could have access to use the perclose system during the intended explant on (B)(6) 2016. The procedure was completed successfully and the patient was moved to the ICU. There, significant bleeding developed around the sheath. The patient was brought back to the cardiac catheterization lab, and the pump was explanted and bleeding ceased.